Event description:
Related manufacturer reference number:2017865-2023-38415 it was reported that the right atrial lead dislodged due to twiddlers syndrome. It was noted that the lead was completely pulled back into the superior vena cava. The lead was attempted to be repositioned however tissue was caught in the helix. During the procedure the right ventricular lead exhibited high capture thresholds, and high impedance. The helix would not retract therefore the lead couldn¿¿t be explanted. The rv lead was capped and replaced. The patient was in stable condition.